Manufacturer narrative:
(B)(4). The gore® excluder® iliac branch endoprosthesis (ibe) is intended to be used in patients with a common iliac or aortoiliac aneurysm, who have appropriate anatomy, including an adequate iliac / femoral access. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to improper component placement and conversion. Per IFU, angiographic images are recommended during the treatment procedure both pre- and post-deployment to evaluate device placement and orientation. Use an accurate imaging method to assure accurate device positioning and deployment locations. Incorrect deployment of the endoprosthesis may require surgical intervention. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular procedure using a gore® excluder® iliac branch endoprosthesis to treat an iliac artery aneurysm. Reportedly, the iliac branch component was opened in an unexpected dissection flap within a left common iliac artery (lcia) and subsequently could not access an internal iliac artery (iia). The physician was unaware of a small exit tear that wire passed through, so consequence was that the device was implanted in a wrong place. Reportedly, the dissection was pre-existing but undocumented. The deployment of the device was as expected. The issue was that the device was in a different lumen to the internal iliac. The physician did the explant procedure because it was unable to access the internal iliac artery as the device was in different lumens ¿ dissection access point was lower than the internal iliac artery. It was reported that the dissection was pre-existing, however, not reported by ir and not identified by either surgeon or associates on cta pre case. Confirmed once converted to open. During the procedure, the open surgical procedure was performed with a prosthetic graft. The dissection and the aneurysm were fixed. There were no other gore devices used during this procedure. The patient is reportedly doing well.